Event description:
It was reported that a patient presented with over-sensing of lead noise noted on the right ventricular lead, resulting in false ventricular fibrillation episodes. Episodes of over-sensing of noise was also noted, each with varying amplitudes and durations. No intervention was reported. No patient consequences were reported.

Event description:
New information received notes that the lead was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.

Event description:
New information received notes that the patient reported inappropriate shock and patient discomfort. Insulation damage was alleged and user concern was expressed by the patient.